Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that there was an issue with the backlight inverter, and it was determined that it caused a dim display. It was reported there was no patient involvement at the time the issue was discovered. The user interface (ui) assembly was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.